Event description:
Device 4 of 5: reference MFR report: 1627487-2018-09799, 1627487-2018-09800, 1627487-2018-09801 and 1627487-2018-09803. Follow up information identified the patient's drg system was not removed and is still in place. In addition, there was no infection at this time.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 4 of 5. Reference MFR report: 1627487-2018-09799, 1627487-2018-09800, 1627487-2018-09801 and 1627487-2018-09803. It was reported the patient's drg system was removed due to infection.